Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing dilaudid (hydromorphone) (20mg/ml at 3.038mg/day) via an implantable pump for unknown indications for use. It was reported that the patient's pump was eroding through their skin. Cultures showed no infection. Possible external factors included the patient being a heavy smoker. No troubleshooting was performed. A revision occurred and the healthcare provider secured the pump deeper into the pocket. The event was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.